Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.

Event description:
Cemented prosthesis 5510f701 was opened during a cementless procedure in error. Both surgeon and scrub nurse checked box. Prosthesis was implanted without cement. Become aware of event through joint registry highlighting to the hospital that no cement was used. Left tka procedure. Revision of component.

Manufacturer narrative:
An event regarding incorrect selection involving a triathlon femoral component was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a cemented femoral component was implanted in the patient's knee instead of a press-fit (cementless) femoral component. The patient was revised the following day to correct the error. The provided implant sheet was reviewed and confirmed that the reported device, a size 7 triathlon cruciate retaining femoral component, left side, catalog: 5510-f-701, lot: tdp4d was implanted in the patient. The "no" box next to "femoral cement" is marked with a check mark. It should be noted that the stryker label on the carton includes brand name, product name, and associated product descriptions like "cemented." The application type by part number is further noted in the triathlon knee system surgical protocol. The reported event is considered to be the result of user error as no manufacturing-related product problem was found given the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Cemented prosthesis 5510f701 was opened during a cementless procedure in error. Both surgeon and scrub nurse checked box. Prosthesis was implanted without cement. Become aware of event through joint registry highlighting to the hospital that no cement was used. Left tka procedure. Revision of component. Update: the revision surgery was successfully completed on the 18/05, with a new cemented component. No further information to present, at this stage.